Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm low suspend. Customer's blood glucose was 130 mg/dl. The customer stated that they just started using the continous glucose monitor. The customer stated that his sugar and continous glucose monitor would say that he was low and he wasn't low. The customer was advised to contact 24 hour help line if has any questions or concerns.